Manufacturer narrative:
(B)(4). Investigation summary ==> only a picture was returned for analysis. Upon visual inspection of the picture, a bending needle and not break could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.